Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, the noise occurs due to damage to the image pickup unit, and the image does not appear temporarily. In addition, it was noted, the video connector case was cracked. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope noise is generated on the screen and the subject could not be recognized. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the assignable cause from the suggested event were failures of the image sensor unit, failures of the internal circuit board of the video connector, or failures of the video system center but cannot be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.